Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Concomitant bwi products include: carto 3 system (us catalog # fg540000, serial (B)(4)); stockert generator (us catalog # s7002, serial (B)(4)); cool flow pump (us catalog # cfp002, serial (B)(4)); soundstar eco 8f catheter (us catalog # 10439011, lot # unknown); pentaray nav high-density mapping eco catheter (us catalog # d-1282-11, lot # unknown). Concomitant non-bwi products include: merit medical heartspan transseptal needle and a st. Jude medical 8.5 french sl0 63 cm sheath. (B)(4).

Event description:
It was reported that an (B)(6) female patient underwent an ablation procedure for atrial fibrillation with a thermocool® smart touch® sf bi-directional navigation catheter and suffered a cardiac perforation requiring surgical intervention. More than 1 hour post-procedure, the patient became hypotensive and a cardiac perforation was detected. Patient was transferred to the operating room for a pericardial window. Patient required extended hospitalization as a result of the adverse event for monitoring. Patient outcome is improved. It was noted that it is unknown when or how the injury occurred. Physician¿s opinion regarding the cause of the adverse event is that it was related to the procedure and the patient¿s condition. Physician suspected that it may have been related to the patient¿s anatomy, age, or disease state. There were no issues, errors, or malfunctions reported on any bwi products or equipment during the procedure. Transseptal puncture was performed with a merit medical heartspan transseptal needle and a st. Jude medical 8.5 french sl0 63 cm sheath. There is no information regarding generator parameters, generator settings, overall ablation time at the site of injury, or last ablation cycle time at the site of injury. Power was not titrated during the procedure. Irrigated catheter flow was set on 8 ml/min while ablating at 30 watts or less and 15 ml/min while ablating at greater than 30 watts. Patients received anticoagulant (heparin) during the procedure to maintain activated clotting time (act) at 350 seconds or greater. There is no information regarding spi value or catheter proximity. Smarttouch catheter was zeroed after the initial warm-up phase post catheter connection to the carto 3 patient interface unit. Carto 3 system did not indicate to re-zero the catheter. There were no issues, errors, or malfunctions reported on any bwi products or equipment during the procedure.